Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration malposition of essure device') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s),". The patient's medical history included multigravida (4), parity 2 (25-aug-2004, 17-feb-2006) and miscarriage. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced atrioventricular block complete ("blood or heart disorder/condition type: 3rd degree a v block"). In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and fatigue ("fatigue"). In 2019, the patient experienced hypothyroidism ("hormonal changes describe: hypothyroidism"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, hypothyroidism, vaginal haemorrhage, atrioventricular block complete, device expulsion, fatigue, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, atrioventricular block complete, device dislocation, device expulsion, fatigue, hypothyroidism, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration. Date(s) of insertion: 2012, (B)(6) 2016. Discrepancy noted in essure removal information: no as per current fu current weight 150 lbs. Essure confirmation test: date: (B)(6) 2016 -before second essure. Type of test: hysterosalpingogram (hsg). What were the results of your essure confirmation test? Migration of essure device. Date of result: (B)(6) 2016. What did your healthcare provider tell you about your results? Both tubes were patent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: migration of essure device, both tubes were patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: menorrhagia, pregnancy with contraceptive device, hypothyroidism, vaginal hemorrhage, atrioventricular block complete, device expulsion, fatigue, weight increased and alopecia were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration malposition of essure device') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s),". The patient's medical history included multigravida (4), parity 2 ((B)(6) 2004, (B)(6) 2006) and miscarriage. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced atrioventricular block complete ("blood or heart disorder/condition type: 3rd degree a v block"). In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and fatigue ("fatigue"). In 2019, the patient experienced hypothyroidism ("hormonal changes describe: hypothyroidism"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, hypothyroidism, vaginal haemorrhage, atrioventricular block complete, device expulsion, fatigue, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, atrioventricular block complete, device dislocation, device expulsion, fatigue, hypothyroidism, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration. Date(s) of insertion: 2012, (B)(6) 2016 discrepancy noted in essure removal information: no as per current fu current weight 150 lbs. Essure confirmation test: date: (B)(6) 2016 -before second essure. Type of test: hysterosalpingogram (hsg). What were the results of your essure confirmation test? Migration of essure device. Date of result: (B)(6) 2016. What did your healthcare provider tell you about your results? Both tubes were patent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: migration of essure device, both tubes were patent. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: device migration. Essure was removed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration malposition of essure device') and heavy menstrual bleeding ('abnormal bleeding(vaginal, menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s),". The patient's medical history included multigravida (4), parity 2 ((B)(6) 2004, (B)(6) 2006), miscarriage and arthritis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysmenorrhea and anemia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2016 for birth control as well as levothyroxine;liothyronine (np thyroid) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced hypothyroidism ("hormonal changes describe: hypothyroidism"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), atrioventricular block complete ("blood or heart disorder/condition type: 3rd degree a v block"), device expulsion ("expulsion of essure device"), alopecia ("hair loss"), complication of device insertion ("could not place in the left tube at the time of essure placement procedure") and fallopian tube spasm ("tubes were spasming at the time of essure placement procedure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device dislocation, heavy menstrual bleeding, pregnancy with contraceptive device, hypothyroidism, vaginal haemorrhage, atrioventricular block complete, device expulsion, fatigue, weight increased, alopecia, complication of device insertion and fallopian tube spasm outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, atrioventricular block complete, complication of device insertion, device dislocation, device expulsion, fallopian tube spasm, fatigue, heavy menstrual bleeding, hypothyroidism, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration. Date(s) of insertion: 2012, (B)(6) 2016. Discrepancy noted in essure removal information: no as per current fu current weight 150 lbs essure confirmation test: date: (B)(6) 2016 -before second essure type of test: hysterosalpingogram (hsg) what were the results of your essure confirmation test? Migration of essure device. Date of result: (B)(6) 2016 what did your healthcare provider tell you about your results? Both tubes were patent. Date of insertion: (B)(6) 2016 (only right tube) she had adiana implant (B)(6) 2010 to present for birth control (only left tube, failed on right tube) essure confirmation test not done (as pfs) essure was inserted on (B)(6) 2016 (right), 2012 (left) (as per mr). Hysteroscopy performed with endometrial ablation essure used in conjunction with novasure ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: migration of essure device, both tubes were patent,right hydrosalpinx present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received: date of insertion was updated. Marked significant due to imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration malposition of essure device') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s),". The patient's medical history included multigravida (4), parity 2 (B)(6) 2004, (B)(6) 2006), miscarriage and arthritis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysmenorrhea and anemia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2016 for birth control as well as levothyroxine;liothyronine (np thyroid) since (B)(6) 2018. In 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and fatigue ("fatigue"). In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2017, the patient experienced hypothyroidism ("hormonal changes describe: hypothyroidism"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), atrioventricular block complete ("blood or heart disorder/condition type: 3rd degree a v block"), device expulsion ("expulsion of essure device"), alopecia ("hair loss"), complication of device insertion ("could not place in the left tube at the time of essure placement procedure") and fallopian tube spasm ("tubes were spasming at the time of essure placement procedure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, hypothyroidism, vaginal haemorrhage, atrioventricular block complete, device expulsion, fatigue, weight increased, alopecia, complication of device insertion and fallopian tube spasm outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, atrioventricular block complete, complication of device insertion, device dislocation, device expulsion, fallopian tube spasm, fatigue, hypothyroidism, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration. Date(s) of insertion: 2012, (B)(6) 2016. Discrepancy noted in essure removal information: no as per current fu current weight 150 lbs essure confirmation test: date: (B)(6) 2016 -before second essure. Type of test: hysterosalpingogram (hsg). What were the results of your essure confirmation test? Migration of essure device. Date of result: (B)(6) 2016. What did your healthcare provider tell you about your results? Both tubes were patent. Date of insertion: (B)(6) 2016 (only right tube). She had adiana implant (B)(6) 2010 to present for birth control (only left tube, failed on right tube). Essure confirmation test not done (as pfs). Essure was inserted on (B)(6) 2016 (right), 2012 (left) (as per mr). Hysteroscopy performed with endometrial ablation essure used in conjunction with novasure ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: migration of essure device, both tubes were patent,right hydrosalpinx present.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: previous version follow up quality-safety evaluation of ptc was distributed by mistake by case processor. Correct clock start date is (B)(6) 2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration malposition of essure device') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s),". The patient's medical history included multigravida (4), parity 2 (B)(6) 2004, (B)(6) 2006), miscarriage and arthritis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysmenorrhea and anemia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2016 for birth control as well as levothyroxine;liothyronine (np thyroid) since (B)(6) 2018. In 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and fatigue ("fatigue"). In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2017, the patient experienced hypothyroidism ("hormonal changes describe: hypothyroidism"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), atrioventricular block complete ("blood or heart disorder/condition type: 3rd degree a v block"), device expulsion ("expulsion of essure device"), alopecia ("hair loss"), complication of device insertion ("could not place in the left tube at the time of essure placement procedure") and fallopian tube spasm ("tubes were spasming at the time of essure placement procedure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and ablation). Essure was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, hypothyroidism, vaginal haemorrhage, atrioventricular block complete, device expulsion, fatigue, weight increased, alopecia, complication of device insertion and fallopian tube spasm outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, atrioventricular block complete, complication of device insertion, device dislocation, device expulsion, fallopian tube spasm, fatigue, hypothyroidism, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration. Date(s) of insertion: 2012, (B)(6) 2016. Discrepancy noted in essure removal information: no as per current fu current weight 150 lbs. Essure confirmation test: date: (B)(6) 2016 -before second essure type of test: hysterosalpingogram (hsg). What were the results of your essure confirmation test? Migration of essure device. Date of result: (B)(6) 2016. What did your healthcare provider tell you about your results? Both tubes were patent. Date of insertion: (B)(6) 2016 (only right tube). She had adiana implant (B)(6) 2010 to present for birth control (only left tube, failed on right tube) essure confirmation test not done (as pfs). Essure was inserted on (B)(6) 2016 (right), 2012 (left) (as per mr). Hysteroscopy performed with endometrial ablation essure used in conjunction with novasure ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: migration of essure device, both tubes were patent,right hydrosalpinx present.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: pfs and mr received: reporters, concomitant drug and medical history added and lab test result were updated. Events tubes were spasming, could not place in the left tube were added. Rcc added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.